Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that while outside of a procedure, the image acquisition system (ias) was not recognized. The imaging system was not staying powered up. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the standalone board for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The standalone board has not been received by the manufacturer for evaluation.